Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The customer verified there have been no further issues since the service visit.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable free thyroxine (ft4) results for twelve patient samples. The erroneous results were reported outside the laboratory and were questioned by the physician. On (B)(6) 2015, the assay was recalibrated and the samples were repeated. The repeat results were deemed correct. The customer stated they sent two of the samples out to another laboratory for confirmation and the results matched the repeat results. Specific data was not provided. Patient 1: initial 2.38 ng/dl, repeat 1.18 ng/dl. Patient 2: initial 2.25 ng/dl, repeat 1.00 ng/dl. Patient 3: initial 2.56 ng/dl, repeat 1.36 ng/dl. Patient 4: initial 2.66 ng/dl, repeat 1.55 ng/dl. Patient 5: initial 2.18 ng/dl, repeat 0.945 ng/dl. Patient 6: initial 2.71 ng/dl, repeat 1.55 ng/dl. Patient 7: initial 2.16 ng/dl, repeat 0.946 ng/dl. Patient 8: initial 2.57 ng/dl, repeat 1.39 ng/dl. Patient 9: initial 2.04 ng/dl, repeat 0.836 ng/dl. Patient 10: initial 2.79 ng/dl, repeat 1.68 ng/dl. Patient 11: initial 2.54 ng/dl, repeat 1.3 ng/dl. Patient 12: initial 2.45 ng/dl, repeat 1.23 ng/dl. The patients were not adversely affected. The reagent lot number was 18493801 with an expiration date of 03/31/2016. The customer confirmed there were no other invalid results on any other assay. The field service representative was unable to duplicate the issue. He adjusted the cell voltage, preformed a blank cell, and ran performance testing with good results. The customer ran calibrations and controls with results within the expected ranges.